Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered due to oversensing of emi (electromagnetic interference) by the implantable cardioverter defibrillator (ICD). The ICD was reprogrammed and ten days later was explanted and replaced. No patient complications have been reported as a result of this event.